Manufacturer narrative:
Initial reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the driver tip broke while inserting a sacral illiac screw. This occurred three (3) times with three (3) different drivers. The procedure was successfully completed. Concomitant device reported: unknown sacral iliac screws (part# unknown, lot# unknown, quantity unknown), universal navigation expedium spine system quick connect poly driver 5.5 (part# 279734000n, lot# unknown, quantity 2). This report is for one (1) universal navigation expedium spine system quick connect poly driver 5.5. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm4187901 was released in a single batch. Batch1: lot qty of (B)(4) units were released on march 11, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the 5.5 viper univ poly driver (p/n: 279734000n, lot number: gm4187901) was received at us customer quality (cq). Visual inspection of the complaint device showed the tip had broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driving trip had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.